Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a routine follow up appointment that this pacemaker device and right ventricular (rv) lead have been exhibiting low pacing impedance less than 200 ohms, for the last year. A technical service consultant reviewed device data, confirming low amplitudes and recommended lead integrity testing. The device remains in service. No adverse patient effects were reported.